Event description:
During a laparoscopic cholecystectomy procedure, the clips did not form properly and slipped off the cystic artery. Minor bleeding occurred. The surgeon applied another device for hemostasis. The hosp reported that no pt injury had occurred.